Manufacturer narrative:
The technician found that the brake casters had damaged stems which also damaged the brake caster supports. The brake switch was damaged when the brake caster support broke. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake caster, brake steer caster, supports and the brake switch to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported that the brakes were not holding and the brake not set alarm was sounding. This bed was located in the repair area at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).